Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device. The patient alleges the light stopped working, smoke comes out of it and smells like melting plastic. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. Pil observed the water tank had a dust contaminant consistent with mineral deposits from liquid ingress on it. The water tank also appeared to have hair-like particles on it, as well as a dark contaminant consistent with mold/bacteria under the seal. Evidence of liquid ingress and a white dust contaminant consistent with mineral deposits was present on the inlet/outlet seal, ui bezel, and top enclosure. The ui bezel had appeared to be burn marks on the back of the display panel. The top enclosure screws appeared to have a corrosion on them. The pca had evidence of liquid ingress with mineral deposits, and multiple areas where it had been damaged from it. The pca screws appeared to have been corroded from the liquid ingress. Evidence of liquid ingress with mineral deposits was present on the blower, blower outlet seal, blower housing, bottom enclosure, heater plate, and heater plate spring. The bottom enclosure also was observed to have hair-like particles on it. The device was scrapped.